Manufacturer narrative:
Based on user provided information: (B)(6) 2024 ihealth test negative. (B)(6) 2024 morning ihealth test negative. (B)(6) 2024 09:00 am urgent care test positive. (B)(6) 2024 ihealth test negative (date of complaint). The ihealth test kit is authentic as it was purchased from amazon. The test type taken at urgent care was not specify pcr test. The manufacturer retested the lot (241co20801) samples at (B)(6) 2024, no false negative were detected.

Event description:
Event details: I purchased 5 pack. I was experiencing symptoms and tested twice both negative. Symptoms worsened and went to urgent care where I tested positive. I tested again with your test and it is still negative. I followed directions perfectly. (B)(6) 2024 ihealth test negative. (B)(6) 2024 morning ihealth test negative. (B)(6) 2024 09:00 am urgent care test positive. (B)(6) 2024 ihealth test negative (date of complaint).